Manufacturer narrative:
The device history records for the sam 500p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 31st august 2016. Bt1 coin cell detached, resulting in an rtc failure. The device had given the reported ¿device service required¿ prompt due to an rtc error caused by a detached coin cell. The detached coin cell had also caused no flashing status led. Information from the history log shows the device performed to specification up to the 8th october 2017, therefore the coin cell would have become detached after this date. Due to the nature in how the negative leg was broken off (solder joint still intact), it is assumed the damage was caused to the coin cell via impact damage. The investigation was unable to verify this by other means (e.g. Visible damage to the outer case). An rtc failure is not a critical failure and does not affect the device¿s ability to deliver therapy as demonstrated during the investigation. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
Device service required prompt heard with pad-pak expiry date 2020. There was no patient involved in this event.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Device service required prompt heard with pad-pak expiry date 2020. There was no patient involved in this event.